Event description:
Lap prostatectomy - "5 hours into the case there was significant leaking through the seals of 5 applied medical trocars. It was 4 times (B)(4) lot number - 1160784; 1 time (B)(4) lot number - 1158737. The leaking persisted causing the surgeon to be unable to keep the patients abdomen insufflated. All 5 trocar seals were changed and the leaking stopped." Patient status: no issues.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.